Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notifications occurred after filling the cartridge with approximately 150 units of insulin. In addition, it was reported that the cartridge was leaking at the septum. Additionally, it was reported that resistance was felt when filling the cartridge during the load sequence. The customer ultimately successfully filled and loaded the cartridge onto the pump. In addition, that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the pump supplies were changed to address the issue. Customer's blood glucose ranged from 180-197 mg/dl.